Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by a friend/family member that the patient is not getting relief and stimulation is too strong, troubleshooting resolved the issue. Caller reports patient had adjustment in (B)(6) 2019 by a manufacturer¿s representative (rep) and they removed the catheter. Caller and patient reports therapy was working well until 5-6 days ago; patient does not have control of bowel and bladder; caller left message was left for the rep. Additional medical history reported: caller states patient has parkinsons. Troubleshooting over the phone included checking the implant with the programmer which showed stim was on and the patient did not feel stim and changed the setting from p1 @ 2.5 v to p2 @ 1.0 v and the programmer showed upper limit message on 1.0 v on p2. Callers were advised to follow instruction previously provided by their doctor, and it was explained that patients don¿t always feel stim, but to monitor symptoms and to follow up if they don¿t resolve. Additional information was received from the rep on (B)(4) 2019: the cause of the upper limit message on 1.0 v on program 2 was this was the limit set during previous reprogramming. It was corrected on (B)(6) 2019 and the patient now has full range to adjust stimulation. On 2019-may-08 the rep reported they reached out to hcp office on (B)(6) 2019 and (B)(6) 2019 to clarify whether the patient's use of catheter (B)(6) 2019 was pre-existing or related to something else, as the patient has parkinsons, but no response was received. The rep met the patient at the hospital (B)(6) 2019 because he needed a programmer, which she provided. Rep did not know why patient was in hospital and did not know which hcp was overseeing treatment. Patient's wife reported to rep that patient was also recently diagnosed with elevated psa level. When the rep saw the patient on (B)(6) 2019 patient was voiding on his own. On 2019-may-08 the hcp reported they did not have a record of catheterization on (B)(6) 2019. Nurse stated patient had a history of retention and was seen (B)(6) and retention medication was given. Foley cath was used (B)(6) 2019 as patient could not urinate, and nurse could not specify whether retention was made worse by the device/therapy, and this was the first instance a catheter use was in patient charting. Patient was seen (B)(6) 2019 and retention med was working ¿ no cath was needed. Patient had a cystoscopy (B)(6) 2019. No further complications were reported or are anticipated.